Event description:
A surgeon reports one patient experienced endophthalmitis. Symptoms appeared less than 24 hours following cataract surgery. The patient was referred to a retinal specialist and reported to be doing, "ok, but not great". The facility states they are not blaming product and they are investigating all possible causes. It was reported they have decided to discontinue using reusable cannulas, tips and cystatomes, and they are going to be using disposables. The cause of the event is not known. Additional information including patient identifier and patient outcome was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testings were normal and there were no remarks related to compounding, filling or sterilization of the lot. There have been no similar reports associated with the use of this lot.